Event description:
It was reported that vasopressin was programmed to infuse manually using guardrails at 0030. Infusion was programmed to infuse at a rate of 4.5ml/hr with a volume to be infused of 50ml's. Clinician requested new bag at approximately 0150. Allegedly, the infusion should have infused over more than 11 hours total however, was nearly empty within 70-90 minutes. There was patient involvement but no harm. The following medications were also infusing at the time: amiodarone, 16.7ml/min. Lactated ringers, 75ml/hr. Fentanyl @ 5ml/hr. Norepinephrine @ 48.8ml/hr, then titrated down to 45ml/hr, then 41.3ml/hr, then 37.5ml/hr, then 33.8ml/hr, 26.3ml/hr, then 18.8ml/hr, 15ml/hr, then 7.5ml/hr. Piperacillin-tazobactam 25ml/hr. Propofol @ 26.1ml/hr.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that vasopressin was programmed to infuse manually using guardrails at 0030. Infusion was programmed to infuse at a rate of 4.5ml/hr with a volume to be infused of 50ml's. Clinician requested new bag at approximately 0150. Allegedly, the infusion should have infused over more than 11 hours total however, was nearly empty within 70-90 minutes. There was patient involvement but no harm. The following medications were also infusing at the time: amiodarone, 16.7ml/min, lactated ringers, 75ml/hr, fentanyl @ 5ml/hr, norepinephrine @ 48.8ml/hr, then titrated down to 45ml/hr, then 41.3ml/hr, then 37.5ml/hr, then 33.8ml/hr, 26.3ml/hr, then 18.8ml/hr, 15ml/hr, then 7.5ml/hr, piperacillin-tazobactam 25ml/hr, propofol @ 26.1ml/hr. Additional information was provided during on-site visit with manufacturer representative. Drug vasopressin (20 units in 50 mls) programmed dose 0.03 units/min which was 4.5mls/hour. The original vtbi was 40mls. IV set ref# (B)(4) (priming volume is 26mls) which would have left approximately, not including any spillage when priming, 24mls. Between the time of the start of the infusion and the reported request for a new bag, there were 17 air-in-line alarms. There were also 2 safety clamp open alarms. It was very busy during the time of this event and multiple people were addressing the alarms. There were 7 more air-in-line alarms prior to the device being turned off.

Manufacturer narrative:
Correction: describe event or problem. Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer, imdrf annex a, g, b, c, d codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of an over infusion of vasopressin was not able to be confirmed from the log analysis or could be replicated during device testing. The event date was reported as 14 december 2024 at 0150 (1:50am). No errors were observed on both pcu and suspect pump module on the reported date of the event. Review of the suspect pump module s/n: (B)(6) error log showed no malfunctions relevant to the facility¿s complaint; however, it was observed the suspect alarmed air in line a total of 16 times until it was powered off on the reported date of the event. At 12:39 am, the suspect pump module was programmed with the guardrails drug set to start an infusion of milrinone, 20unit/50ml with the following parameters, vtbi 40ml, concentration 0.4mcg/ml and a rate of 4.5ml/h. From the (B)(6) 2024 at 12:43 am to 1:44 am the suspect kept alarming every 3-4 min with air-in-line while the infusion was running until the device was powered off. At 1:44 am the user channel off the device and the total volume infused recorded was at the inspection and testing process did not find any existing malfunctions. The suspect pump module was found to be infusing within specifications with no observances of unregulated flow occurring. The sear was also found to be properly closing the administration set safety clamp when the door was opened. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. The pcu event log could not determine why the infusion that was programmed to infuse for approximately 9 hours was terminated early after only infusing for approximately 1 hour and four minutes. The alaris system user manual, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. The administration sets roller clamp should be the primary means of controlling fluid flow when the device door is opened. The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: please replace the mechanism assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause for the report of over infusion of vasopressin was not able to be identified from the log analysis or from device laboratory testing. The suspect pump module was found to be infusing within specification. Note that imdrf annex a1801, a0404, a0401, c0601, c07, d01 and d15 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.